Event description:
A patient reported experiencing uncontrolled diabetes while using a one touch meter. Patient started using ot meter in 1998. Patient has reportedly been having reasonable blood glucose results on the ot meter all along. In 2001, patient discovered that the pt's diabetes has totally not been under control. During a routine blood glucose check, patient's physician reportedly advised that the hiblc has totally not been under control and that the laboratory blood glucose results were much higher than the ot meter results. Patient does not base insulin dosage on ot meter results. Glucophage tablets were added after the event. Patient has stopped using the ot meter.